Manufacturer narrative:
Brand name: unknown, not provided. Model #: unknown, not provided. Catalog #: unknown, as the serial number was not provided. Serial #: unknown, not provided. Expiration date: unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable as the iol remains implanted and therefore not explanted. It was indicated that the device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a bilateral intraocular lens (iol) implant. No patient complication and/or related injury occurred. Reportedly, at the six-month post-op visit the patient complained of starbursts and halos, making it difficult to drive in unfamiliar places at night. No further information was provided. This report is to record the lens implanted in the left eye (os). A separate MDR (medical device report) will be submitted for the lens implanted in the right eye. (Od). No additional information was provided.

Manufacturer narrative:
Information received that the clinical study was unmasked and the product identifiers were provided as follows: model zyr00 21.0 diopter (od) right eye serial number: (B)(4). Based on new information received, the following fields have been updated accordingly. Brand name: tecnis synergy, model #: zyr00, catalog #: zyr00u021, serial #: (B)(4), expiration date: 10/20/2022 (B)(4). The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zyr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event. Device manufacture date: 10/20/2017 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The following additional information was received: implant date (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.